Event description:
In november 2005, the lay user/pt contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement. The sr. Med affairs spec mailed a letter since the pt could not be reached by telephone the next day. The pt reported obtaining a 23.8 mmol/l (converts to 428 mg/dl) on the reported meter. No symptoms were reported. No actions were taken following the use of the meter that would affect her blood glucose levels. She contacted a med professional and was advised to take insulin. No further treatment was sought. The pt was unwilling or unable to recall if the unit of measurement was previously set correctly. The meter is in the wrong unit of measure while the pt does not recall going into the meter setting. The meter and test strips were replaced.